Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced hematoma at the device pocket and fever due to infection. It was also reported that the pacemaker and the right ventricular (rv) lead had eroded through the skin. The infection was not related to abbotts' devices. The pacemaker and the rv lead were explanted due to the infection. A new pacemaker system was implanted on the opposite side. The patient was stable throughout the procedure.